Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the images are not displaying in the live monitor. Review of the system log file showed that there was a malfunction with image storage board (isb). Fse replaced the isb board and after replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the images are not displaying in the live monitor. The device was in clinical use. The philips field service engineer replaced the isb board and found system working fine. Philips has started an investigation of the complaint.